Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. H6: proposed annex g code: mechanical (g04) - stem. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown nexel total elbow humeral(unknown). Unknown nexel total elbow ulnar(unknown). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported had an initial surgery for a right total elbow replacement. Subsequently, the patient underwent a revision surgery approximately 4 years post implantation due to an unknown fracture. Specific fracture details are unknown, nor symptom onset dates. The humeral component was removed and replaced with a new implant, therefore, requiring a replaced poly bearing of the humeral and ulnar components. It was reported that no further information is available.